Manufacturer narrative:
(B)(4).

Event description:
Procedure type: functional end-end anastomosis. According to the reporter: perioperative were the clamp row and anastomosis found totally leakproof. Later after the surgery during a coloscopy they noticed that the complete colon ascendens was filled with blood. The post-op leak was resolved with a reoperation, and the postoperative blood loss was most likely under 250 ml. They used a clip to stop the bleeding. During the surgery was no additional blood loss. Patient was not harmed. Instrument was disposed by the user. Physician cannot remember more details because this event occurred about 1 or 1.5 years ago.